Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range impedance measurements. The patient is not believed to be pacemaker dependent however this could not be confirmed. Current measurements are within normal limits. The lead remains implanted and the patient will be monitored.